Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the heartstart mrx was failing op check for invasive blood pressure and temperature failure. There is no indication of pt involvement.